Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) incident was identified which occurred on date (B)(6) 2010 during drain cycle 3. The ultrafiltration (uf) was volume 827 ml . The programmed fill volume was 1300. The drain volume was 2127 ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) found in the device logs. The device functioned normally during pal testing. Based on the information obtained during baxter's investigation, this incident was determined to be related to insufficient drain: one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A device history review was performed and no exception was observed during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2011 and provided the results of the evaluation. The pd rn stated the patient did not have any symptoms around the time of the incident and stated the issues with the patient?s therapy have been fixed. The patient has been fine and continuing therapy on the cycler with no further issues.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.